Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device listed was in situ for an unknown amount of time when the eyelet of the tube broke. No permanent adverse effects reported.